Event description:
It was reported that using this fore-sight elite module, the measured sto2 value that was measured on one of the channels was lower than the other channels of the same fsm. This had happened multiple times on this unit since the hemosphere was installed in this hospital back in (B)(6) 2022. The exact incident dates and the number of occurrences is unknown. This fsm was always used to measure the leg and the combination of the channel (a1/b1 or a2/b2), and leg (right or left) was fixed. It is unknown which sensor size was used in those past cases. The customer acknowledged the information of fca-168 on (B)(6) 2022 and has recognized that the measured sto2 value of leg may be inaccurate, but they were measuring the sto2 of the leg to monitor the trend of the value. Before hscx was installed in this hospital, casmed fse had been used. The patient demographic information was requested but unavailable. The patient was not treated by the inaccurate values. There was no patient injury reported.

Manufacturer narrative:
The product will not be returned for evaluation. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. A device history record review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. A product risk assessment and a corrective and preventive action (CAPA) was opened to address the inaccurate values. The CAPA investigation concluded that the root cause is a design defect in both algorithm versions (v2.5.7 and v3.0.7) for the affected somatic regions which are legs and arms or deltoids. As a result, (B)(4) was initiated for this issue.